Manufacturer narrative:
E1: initial reporter phone no.: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink continu-flo solution sets had holes ¿in the top of the tubing¿, leading to a leak. This occurred during infusion with an unspecified infusion pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: this lot was manufactured 11/17/2025 - 11/18/2025. Two (2) actual samples were received for evaluation. Visual inspection revealed that one sample had a separation of the tube from the upper part of the y component. Visual inspection of the second sample did not identify any abnormalities that could have contributed to the reported condition. Pressure testing under water was performed on the second sample, and a leak was observed from the tube. The reported condition was verified for both samples. The most probable cause of the condition for the first sample was determined to be insufficient solvent application during manufacturing. The cause of the condition for the second sample was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.